Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the corner of the cassette (sheeting) was broken. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as the upper left corner of the cassette ¿appeared broken off and was dangling¿. This was observed while loading the set for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.